Manufacturer narrative:
It was reported by the hospital contact that the coils deltapaq (cdf10031030/c36338) and micrusphere (csp10050030/c24605) had resistance, were removed, and did not reach the detaching step. It was initially reported that the products will be returned for analysis. Stretching and premature detachment were noted on the coils after the coils were removed. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery and fault light were not seen during the case. The green system ready light illuminated. All connections appeared to fit properly without application of excessive force. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, the coil was found to be unsheathed and the core wire has memory retained rotational torque. The detachment fiber did not receive heat and melt. As reported coil stretching was found at the proximal end and intermittent damage along the entire coil. The circumstances of how and when this damage occurred cannot be determined. The device positioning unit (dpu) passed electrical testing with resistance at 51.0 ohms (range 48.5/56.0) (fluke meter ID# (B)(4)) and the enpower (ID# (B)(4)) and cable (ID# (B)(4)) systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 51.1 ohms. The field complaint of the coils non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The circumstances of how and when the unreported damage occurred to the coil and the core wire cannot be determined. The complaint of the coils non-detachment cannot be confirmed. The dpu passed electrical testing and detached the coil on the first detachment cycle; therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00049.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00049. (B)(4). Concomitant medical products and therapy dates: deltapaq ((B)(4)).

Event description:
It was reported by the hospital contact that the coils deltapaq ((B)(4)) and micrusphere ((B)(4)) did not manage to detach during the procedure. It was initially reported that the products will be returned for analysis.